Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered a power on reset which occurred during an auto adaptive biv algorithm and cardiosync simultaneously occurring. A gray bar also occurred. The device data was cleared, but the parameters remained unchanged and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.